Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a lesion. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Excessive force was not used when advancing the device. It was reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was retrieved and removed from the body. The dislodged stent was removed with a balloon. Excessive force was not used during withdrawal of the device. Patient health status is alive, no injury.